Event description:
Following a fall, the pt experienced a burning sensation at the implantable neurostimulator (ins) location with the ins on or off. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).